Manufacturer narrative:
It was reported, customer is reporting there is issues with plastic bits floating in bd 50 ml syringes. To aid in the investigation, one sample and two photos were received for evaluation by our quality team. The sample came with 40ml of a drug. A visual inspection was performed and inside the syringe there is a piece of plastic from a plunger rod rib. The photos provided confirm the lot number and show the sample received. This defect can occur if there was a jam during the assembly process damaging a plunger rod rib inducing a loose piece that fell into a syringe barrel. A device history record review was completed for provided material number 309680, lot number 0065678. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Rails and conveyors were verified. Adjustments and product flow were found to be acceptable. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. We will continue monitoring the complaint trend for this product and symptom. Probable root cause: a jam could have happened in the assembly process damaging a plunger rod rib, a piece of that plunger rod rib got loose and fall into this syringe barrel and not detected in the next processes. Rails and conveyors were verified. Adjustments and products flow were found correct.

Event description:
It was reported that the bd luer-lok syringe bulk sterile pharmacy convenience pak experienced foreign matter in device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter: material no: (B)(4), batch no: 0065678. Date of incident: (B)(6) 2021. Customer is reporting there is issues with plastic bits floating in bd 50 ml syringes.